Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited moisture on the connector. There was no patient involvement.

Manufacturer narrative:
The device not was returned to olympus for inspection but malfunction was observed by field service engineer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the moisture on the connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.